Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 18.5 mmol/l (333 mg/dl) while wearing the pod between 25 and 36 hours. Investigation of the returned pod found the soft cannula to be kinked. The device was initially reported for hyperglycemia. No medical assistance was required.